Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, it was explanted and replaced with a 23mm valve of the same model. The reason for the replacement was reported as severe mitral regurgitation. No additional adverse patient effects were reported. Additional information was received which stated that one of the valve leaflets would not close. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve is discolored showing evidence of blood contact. The valve appears slightly distorted, oval shaped on the outflow. Stent measurement: 25.19 mm x 24.72 mm. Stent post measurement: lr= 4°, rnc= -1°, ncl= 5. All leaflets are in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets are stiff but slightly flexible due to blood contact and/or the decontamination process however, desiccation is also observed. All leaflets appear intact. The free margins of all cusps appear desiccated. Indentations and abrasions on the free margin and lunula of the right and non-coronary cusps adjacent to the left right commissure appear to be consistent with historical events for a suture wrapped around the stent post. The lunula of the right cusp appears to bend or fold across the right non-coronary commissure towards the non-coronary cusp. Note: a small indentation and slight tear in the bias cloth along the side of the right non-coronary stent post appears aligned with the indentations on the free margins and lunula. All commissures appear intact. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.